Manufacturer narrative:
The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter. Therefore, additional event, product and/or patient details are not attainable. The reason for reoperation is: infection. Clarification to d4: natrelle inspira cohesive breast implants.

Event description:
Allergan aesthetics received, a report via nbir of a right-side infection. The device was explanted and replaced.